Manufacturer narrative:
Correction to field b5. Describe event or problem and f10.impact codes.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This ra lead was replaced. No additional adverse patient effects were reported. Additional information received indicating that dislodgement was confirmed through device testing and an x-ray.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This ra lead was replaced. No additional adverse patient effects were reported.